Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the therapy stopped due to a por message. The patient was going to charge the ins and mentioned it was at 50%, but they saw the por message on the programmer. The patient mentioned she is undergoing radiation therapy for breast cancer and turns the ins off while undergoing treatment. It was a warning por and could not be cleared over the phone. The patient was directed to follow up with the hcp to have the device interrogated. No further complications were reported.